Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(6) 2016. The fse observed that the drain valve (drv) was malfunctioning, it would not open. He replaced the drv to resolve the reported issues. The system was operational. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported positive control and focus failures on their iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.